Manufacturer narrative:
Additional information provided in d.10., g.1., g.2., h.3., h.6., and h.10. The product was returned for analysis and the reported damage was observed. Additional observations were as follows: iol returned in two(2) segments in the iol case. Solution is dried in both segments. One haptic is broken/torn and not returned. The optic is torn/split-cut dividing the iol in two (2) and scratched/marked-rejectable with loose fibers & particulate. We are unable to determine the root cause for the reported complaint. The returned iol shows evidence of possible handling by the customer due to the presence of solution dried on both segments of iol. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. The reported complaint is lacking in relevant information such as associated products used to complete a thorough investigation. Based on these investigation findings, we are unable to verify if the iol contributed to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Based on the results from the product and batch history record, the product met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported upon implanting an intraocular lens (iol), the haptic and optic were broken. The lens was removed during the initial procedure and a backup lens was placed without issue. Additional information was requested.